Manufacturer narrative:
This report is submitted on april 28, 2022.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 04, 2022.